Event description:
The manufacturer received information alleging a thermal event, burnt connector occurred on a bipap s/t c series. During the evaluation of the device at the third-party service center, the device was visually inspected, and during evaluation the device logs cannot be retrieved due to thermal event, burnt connector. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.